Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control examined the customer's device and was unable to duplicate the reported issue. Physio observed that both of the device's batteries had depleted and were greater than two years old. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device randomly powers off. This issue is patient related; however there was no adverse event reported.